Manufacturer narrative:
The device was received and evaluated. No kinks or damages were found along the soft cannula during investigation. Inspection of the device did not find any issues with the cannula assembly that would result in leaking during wear. No problem found with the fluid path during testing. Additionally, the distal tip of the formed needle was found to be exposed. External view of the linkage assembly observed no abnormalities. However, upon removal of the top housing, score marks were seen along the inside, indicating that the linkage assembly made unintended contact with the top housing. The cause of the top housing and linkage assembly interference could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose: 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient's blood glucose level rose to 14.6 mmol/l (262.8 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. As treatment, an injection of 3-5 units of insulin was administered.